Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports the catheter was implanted on (B)(6) 2013 and moved out of the tunnel on (B)(6) 2013. As a normal practice, sutures on the catheter wings are in for 3 weeks. The catheter was removed on (B)(6) 2013 and a new catheter was implanted on (B)(6) 2013.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.